Event description:
On (B)(6) 2011 the patient received a left shoulder arthroscopy using twinfix 3.5mm anchors (lot numbers unknown). Post-operative the patient developed an infection and joint inflammation at the surgical site. It was reported that on (B)(6) 2011 and (B)(6) 2012 the implants were explanted from the patient.

Manufacturer narrative:
A class ii recall was initiated on august 6, 2012 for suture anchor with package integrity issue. (B)(4).